Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an overdischarge due to health issues related to being hospitalized for surgery on her cervical area. It had been 8 weeks since she had recharged and had symptoms of no stimulation sensation. F/u information rec'd reported that the event was attributed to the neurostimulator. The device was then replaced and the outcome was good restoration of function. No pt injuries were reported.